Event description:
The patient reported that his lead was defective and caused "premature shock" causing him much distress, and that the lead was fractured. It was also reported there was high impedance (>3000 ohms) and oversensing. The lead was replaced. The patient stated that about one month later he was readmitted to have corrective surgery for a hematoma that was a result of the lead replacement surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.